Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 154 mmol/l. The sample was repeated twice, resulting with na values of 141 mmol/l and 142 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer found a problem with the rinse tubing. The customer had no further issues after this was resolved. The investigation could not identify a product problem. The cause of the event could not be determined.